Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a usb communications inoperable issue was identified.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issues.